Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) device exhibited high out of range shock impedance measurements, measuring at 125 ohms on this right ventricular (rv) channel. Technical services (ts) reviewed and stated that there has been an increase in shock impedances over the time since implant. Ts recommended an in-clinic assessment to rule out lead integrity problems and troubleshooting options. This rv lead currently remains in service. No adverse patient effects were reported.